Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ local reaction: unable to observe since it is not related to the device. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found, "fibrous pseudocapsule with chronic and focal inflammatory reaction to silicone".

Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found, "fibrous pseudocapsule with chronic and focal inflammatory reaction to silicone".

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Local reaction: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.